Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 27mm pericardial valve implanted in the pulmonic position after an unknown implant duration which required valve in valve intervention for unknown reasons. The patient was implanted with at 26mm transcatheter valve within the existing valve. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative - initial reporter name was updated.